Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device was making a clicking noise. It was further reported that the device was not running properly. There were no delays to the surgical procedure as the actual device was used to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and it did not run when power was applied. The assignable root cause was determined to be most likely due from various worn mechanical components and ball bearings deterioration due to normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.